Event description:
It was reported that the patient experienced arm twitching after device replacement. The lead measured high impedance and high threshold. During the revision procedure, it was observed that the lead was not connected well with the device. Two hours after the revision, the patient had pulsations with chest and arm twitching. The lead measured high impedance again. The physician suspected fracture of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).